Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a maxi pta (percutaneous transluminal angioplasty) balloon dilatation catheter had a hole/leak in it. There was no patient injury. The product was returned for analysis. One non sterile maxi ld 7f 22mmx4cm 110cm balloon dilatation catheter 110cm was returned. The balloon had been inflated and deflated. No damage was noted in the device. A leak test was performed and the balloon was able to be inflated without any anomalies. A device history review (DHR) of lot 16081289 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿balloon-leakage¿ was not confirmed since functional testing was successfully performed. Neither the product analysis nor the manufacturing records review suggests that the event reported by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device was received, but the engineering report is not yet available. However, it will be reported within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a maxi ota catheter had a hole/leak in it. There was no patient injury.